Event description:
Complainant alleged that during biomed testing the device intermittently allowed discharges of 100 joules into the paddle wells. Complainant indicated that there was no pt involvement in the reported malfunction.